Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor showed glucose readings in the dexcom app but repeatedly failed to pair and deliver readings to the ilet despite multiple attempts, including toggling settings, re-entering the pairing code, restarts, and using a magnet, consistent with intermittent communication failure involving the device's electrical/magnetic subsystem and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure, with the antenna and related electrical/magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.